Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint of the charging difficulty was verified. The ipg exhibits premature battery depletion and excessive sleep current leakage. The patient¿s profile indicated that battery depletion rate change had occurred upon implantation. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered by epoxy resin. The source of the device damage was unknown.

Event description:
A report was received that the patient¿s ipg would not hold charge. Database analysis revealed premature battery depletion. The patient underwent battery replacement and was doing well following the procedure.

Event description:
A report was received that the patient¿s ipg would not hold charge. Database analysis revealed premature battery depletion. The patient underwent battery replacement and was doing well following the procedure.